Event description:
Leaking of fluid infusing via port. Leakage appeared to be from the site where the wing flaps cover the huber needle. This is 2nd time this has happened. Did not have lot # from 1st incident.